Event description:
It was reported that during a procedure, a tourniquet cuff did not hold pressure and there was significant venous bleeding. The tourniquet box indicated that the pressure was "still up", but the pressure had to be released in order to stop the bleeding.

Manufacturer narrative:
Final investigation showed that when the device was tested, it passed all functional tests including an inflation test. No external damage was noted on the device that would lead the device to not function properly. No defect was found.